Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the coating on the connecting tube was peeled off for more than 1 millimeter square area. Other observations for the device are: connecting tube is dented and corrugated; bending tube is dented; light guide lens is broken; a-lever is deformed; failed leak test due to pinhole in the distal end rubber coating (a-rubber); and adhesive around lenses peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device is a returned loaner. There is no reported harm to any patient. Inspection of the returned device revealed an issue with the angle knob cover falling off and the angle knob swinging. The device was sent to the service center for evaluation and repair. Upon evaluation of the device, it was observed that the coating on the connecting tube was peeled off for more than 1 millimeter square area. This medwatch is being submitted for the reportable issue of the coating on the connecting tube being peeled off for more than 1 millimeter square area as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information: please read before use: warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.